Manufacturer narrative:
The medical device remains implanted. Return not possible. A severe injury, illness or impairment which requires hospitalization or medical intervention. Use of an additional or alternative device was required to achieve optimal outcome. An adverse event (e.g. Patient harm) appears to have occurred, but there does not appear to have been a problem with the device or the way it was used. The investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event. The investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. The actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device remains implanted. The device either functioned as intended or a problem was not found. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent an endovascular treatment for left iliac artery aneurysm (common and internal iliac artery) using a gore® excluder® aaa endoprosthesis (only contralateral leg was used). Coil embolization for left internal iliac artery was performed before implantation of the device. The stent graft part of the contralateral leg was once removed and reattached in the opposite direction (distal side was facing the leading end) before use. The contralateral leg was successfully placed, and it was touched up by a coda balloon catheter. However, the angiography showed vessel rupture of the origin of the common iliac artery. An occlusion balloon was used to stop bleeding from the ruptured site. Then, a trunk-ipsilateral leg and two additional contralateral legs of excluder were placed to treat the rupture. The patient tolerated the procedure. The reporting physician commented as follows: the patient¿s advanced age and fragile blood vessels probably contributed the rupture event. The reporting field sales associate commented as follows: there was no sudden change of blood pressure; thus, it is unknown when the event occurred exactly. Overinflation of the balloon might have affected the blood vessel rupture.